Event description:
Additional information was received on (B)(6) 2011. The complaint received from a legal file states that post cypher stent implantation the patient suffered thrombosis, mi, hypoperfusion, hypotension, asystole, arrhythmia, embolism and dissection. On (B)(6) 2007, the patient presented with severe chest pain and was diagnosed with an inferior wall mi. At that time the patient was not on either aspirin or plavix. There is a discrepancy between the discharge summary by a non-interventional md and the catheterization report by the performing md regarding procedure details, for this report the cardiac catheterization report will be referenced. Emergent catheterization revealed lvef estimated at 60% with severe inferior hypokinesis, small left main, 30% ostial and mid lad stenosis, lcx with 30% ostial and proximal lesions, and a dominant rca. The rca had two previously placed cypher stents (2.5 x 23 and unknown cypher) and was 100% occluded in the stented area with a 40% lesion proximal to the stented area. The distal rca is filled in a retrograde manner through collateral left to right vessels. An export catheter was introduced; four passes were done with a large amount of red thrombus removed.

Event description:
Information contained in a legal file indicated that a patient experienced a thrombotic event and myocardial infarction (mi) after having a coronary artery stent implanted. During treatment of the thrombosis, hypo-perfusion occurred, as well as a dissection, and the patient had an episode of atrial fibrillation. The patient's medical history is significant for obesity, family history of heart disease, hyperlipidemia, and hypertension. During the initial procedure, two cypher stents were implanted in the patient's right coronary artery (rca) in the setting of an acute mi. The patient was prescribed plavix, but discontinued it after one month due to significant bruising. Approximately four years after the implant, the patient experienced a thrombotic event with mi. Angiography revealed thrombosis in the previously implanted stents. An export catheter was used and no re-flow was observed. Subsequently multiple balloon inflations were performed, and during balloon inflation, a distal edge dissection occurred just distal to the previously implanted stent. A 3.0mm x 33mm cypher stent was implanted from the ostium of the rca down to the early mid rca and post-dilated with a 3.5mm balloon. The exact number of stents implanted in either procedure is unclear in the medical record. The patient had an episode of atrial fibrillation during the intervention, the medical record indicates that the patient spontaneously converted and was cardioverted, the exact treatment, if any, is unknown. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2009-00248 and 3003742446-2009-00091.

Manufacturer narrative:
The sterile lot number for the devices are unknown, therefore, a device history report review could not be conducted. Thrombotic events and myocardial infarctions are known potential adverse events associated with implanting coronary artery stents. These events have previously been reported. Hypo-perfusion, coronary artery dissection and atrial fibrillation are known potential adverse events associated with implanting coronary artery stents. The information contained in the medical file is confusing as to the treatment of the atrial fibrillation and the number of stents implanted in each procedure. Review of the information provided suggests that patient factors (hypertension, diabetes, and family history of coronary artery disease) may have contributed to the mi with thrombosis; the hypo-perfusion, dissection, and atrial fibrillation are an inherent risk associated with implanting coronary artery stents.

Manufacturer narrative:
Angiogram showed significant improvement; however, reperfusion arrhythmias were noted. First asystole with hypotension then the patient converted into an atrial fibrillation with slow ventricular response. The ventricular response increased, but in the mean time a temporary pacing wire was floated into place to support rhythm and pressure. It was noted that electrical cardioversion was attempted, but the patient spontaneously converted to sr at an unknown time. Balloon angioplasty was performed with a non-cordis balloon for three inflations. The vessel was patent after balloon angioplasty; however, sluggish distal flow with a 'blush' was noted. There was a dissection distal to the stented segment. A 3.0 x 33mm cypher was implanted from the take-off to the early mid region and the stent post dilated with the stent delivery balloon x 2. A second cypher, 3.0 x 28mm, was implanted in the mid rca in an over lapping fashion to successfully cover the dissected segment. Both stents were post dilated with a non-cordis balloon. There was no residual stenosis, but hypoperfusion was also noted. Intra-coronary adenosine was administered with resolution of the poor flow. No edge dissection was noted post procedure; however, distal embolization of the pda was present. The patient was followed from the acute care to intermediate care settings without further reported events. The patient was discharged on a dual anti-platelet regimen. Concomitant devices: cypher (size unk), 2.5 x 23mm cypher, 3 x 33 cypher. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2009-00247, 3003742446-2009-00248, 3003742446-2009-00091 and 3003742446-2011-00474. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Updated complaint conclusion: the complaint received from this legal file states that post cypher stent implantation, the patient suffered thrombosis, chest pain, mi, hypoperfusion, hypotension, asystole, arrhythmia, embolism and dissection. (B)(4) 2007: the patient presented with severe chest pain and was diagnosed with an inferior wall mi. This is a (B)(6) female with medical history including cypher ics x 2 2003, cad, hypertension, hyperlipidemia, obesity, and hypothyroidism. At this time the patient was not on either aspirin or plavix. There is a discrepancy between the discharge summary by a non-interventional md and the catheterization report by the performing md regarding procedure details, for this report the cardiac catheterization report will be referenced. Emergent catheterization revealed lvef estimated at 60% with severe inferior hypokinesis, small left main, 30% ostial and mid lad stenosis, lcx with 30% ostial and proximal lesions, and a dominant rca. The rca had previously placed cypher stents and was 100% occluded in the stented area with a 40% lesion proximal to the stented area. The distal rca is filled in a retrograde manner through collateral left to right vessels. An export catheter was introduced; four passes were done with a large amount of red thrombus removed. Angiogram showed significant improvement; however, reperfusion arrhythmias were noted. First asystole with hypotension then the patient converted into an atrial fibrillation with slow ventricular response. The ventricular response increased, but in the mean time a temporary pacing wire was floated into place to support rhythm and pressure. It was noted that electrical cardioversion was attempted, but the patient spontaneously converted to sr at an unknown time. Poba was performed with a non-cordis balloon, three inflations. The vessel was patent after poba; however, sluggish distal flow with a "blush" was noted. There was a dissection distal to the stented segment. A 3.0 x 33mm cypher was implanted from the take-off to the early mid region and the stent post dilated with the stent delivery balloon x 2. A second cypher, 3.0 x 23mm, was implanted in the mid rca in an over lapping fashion to successfully cover the dissected segment. Both stents were post dilated with a non-cordis balloon. 0% residual stenosis was noted but hypoperfusion was also noted. Intra-coronary adenosine was administered with resolution of the poor flow. No edge dissection was noted post procedure; however, distal embolization of the pda was present. The patient was followed from the acute care to intermediate care settings without further reported events. The patient was discharged on a dual anti-platelet regimen. Approximately one month after the event of thrombosis, the patient reported retrosternal chest pain that was relieved by one sublingual nitroglycerin. The patient later experienced chest pain that was thought to be non-cardiac and was prescribed anti-acid medication. Additional information received on (B)(4) 2011 via medical records. Approximately seven months after the cypher stents were initially implanted, the patient reported occasional fleeting chest pains, but no treatment was reported. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Arrhythmia (brady and rapid) with associated blood pressure fluctuations is a known potential adverse event associated with coronary stent implantation and is listed in the IFU as such. The inherent changes in coronary blood flow associated with invasive and interventional procedures may contribute to disturbances in the normal cardiac electrical functioning, resulting in arrhythmias. In this case, the lesion was in the rca in the face of an acute mi, making the patient much more prone to ischemic related arrhythmias. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. Hypoperfusion (no reflow) is a known potential adverse event associated with all stent implantation procedures. This event is noted in the cypher IFU. Hypoperfusion can be associated with a combination of factors during an interventional procedure. The presence of debris from the target area, target area composition, prolonged manipulation of the target area, poor distal flow past the interventional equipment and target vessel spasm can all contribute to the formation of a hypoperfusion scenario. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. The patient was discontinued from an asa and plavix regimen. Distal embolization is a known potential adverse event associated with cypher stent implantation. In this case, there was thrombosis within the target lesion and debris from the interventional efforts. Loose thrombus and vessel debris can float downstream with the return of antegrade flow and block or occlude distal vessels. Chest pain is a known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2009-00247, 3003742446-2009-00248, 3003742446-2009-00091 and 3003742446-2011-00474.